Event description:
Caller reported a cartridge alarm 20, but despite the issue, the customer's blood glucose level did not exceed 500 mg/dl and remained within the normal range. The customer successfully loaded a cartridge independently prior to contacting technical support, and the issue was resolved, allowing the customer to resume insulin therapy. Customer was advised to follow up if the issue persists.